Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was treated at the hospital for a blood glucose reading of 32 mg/dl. The customer stated that her blood glucose levels went low because she is a very brittle diabetic. The customer stated that she has had no issues since being released from the hospital. The customer had previously called to report the numbers ramping up on their own due to a button that got stuck. The insulin pump was replaced. Nothing further was reported.